Event description:
Patient was in polymorphic vtach/vfib. Failed to alarm "red". Displayed 'yellow" on monitor screen and alarmed as a couplet. System is not recognizing vfib and not alarming for vfib. This facility has had three similar events in the last approximate 2 weeks with this equipment. No patients were harmed.====================== manufacturer response for spacelabs monitor, xprezzon (per site reporter).====================== mfg willl send a technical representative to inspect the device.